Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that there were no conclusive contributing factors which caused the abscess. It was noted that the extension was implanted in 2010 and the surgeon wanted to remove the right-side extension and ins to avoid any chance of a nearby abscess affecting the ins system. The product was kept by the customer and will not be returned for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a focalized abscess on their scalp, near their dbs extension. Since the affected area was so close to their extension, the physician determined it was best medical practice to explant the right ins and extension. The issue was resolved at the time of the report. No further complications were reported as a result of this event. The patient's medical history includes parkinson's disease.